Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and that the right ventricular (rv) lead exhibited a lead impedance warning and the lead exhibited undefined high impedance when the patient extended their arm or crossed their left arm across their chest. The lead was capped and replaced. No further patient complications have been reported as a result of this event.